Event description:
It was reported that insulin pump was making squealing noises and caller was afraid that pin may be going out. Caller was advised that noise is sometimes normal behavior and to monitor insulin pump. Troubleshooting will be performed when customer is available with insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.